Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing documentation revealed that the sensor lot met sterilization requirements before release. Potential for developing infection at the insertion site is a known anticipated adverse event. The patient visited hcp who decided to remove the sensor to alleviate infection. No further updates were received regarding the condition of the patient despite making multiple follow up attempts.

Event description:
Senseonics was made aware of an event where the patient developed an infection at the insertion site. The wound was open and filled with pus. The wound healed and user was able to put the transmitter on the sensor. After few days the user noticed that wound is open again and filled with pus. He went to see the doctor who advised to have the sensor removed immediately as there was a high risk of sepsis.